Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that the pump rate had slowly increased to 120 bpm. X-ray and vent filter analysis were noted to be indicating pump end of life symptoms. A decision was made to replace the lvad with the manufacturer's clinical trial lvad. However, due to the pt presenting with an infection, the pump exchange date has not yet been determined.

Manufacturer narrative:
The pt remains ongoing with the lvad and is currently being treated for the infection with antibiotics. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.